Event description:
The device was returned from the customer facility with the complaint that the device was "not working". Though requested, more specific complaint info was not available. There were no reports of any adverse pt events while the device was in clinical use. During mfg testing, it was found that the device under-delivered.